Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected. The sample was disassembled and found to have a torn seal. The tear was seen to be a full tear; however, no damage was observed on the spike. The reported complaint of a stick down could be confirmed. The probable root cause of the torn seal is unknown. D9 - date returned to mfg:11/20/2025.

Event description:
A complaint was received regarding a smallbore ext set w/microclave clear, clamp, luer lock that reported that when they flushed piv, the one link end noted to be stuck in the depressed position and no longer a closed system. The piv was removed as there was no way to adequately cleanse the site. There was patient involvement. No reported patient harm, or delay in therapy.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.